Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that patient had a rash appear where the ins was implanted, approximately three months after implant. He stated it was very itchy and he also had rash appearing later on his arms and legs bilaterally. He saw dermatologist and was put on prednisone, cleared things up, but appeared in the same spots after he stopped taking prednisone. Dermatologist said it appeared as if he had some sort of allergy to the implant. Patient stated the stimulator did help with his typical pain, but could not handle the rash and itchiness he continued to feel throughout his entire body. The rash appeared first around the ins location. The device was removed and the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the device has been returned.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6)2024, product type lead non-analyzable medical condition, analysis was not performed as no device issue was alleged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.